Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0683-2019. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing. Customer complained that the unit had an audio anomaly, a crack on the reservoir area and unresponsive keypad. Advised to adjust settings in the volume options menu to volume 5 and 1 and the customer found that there was no sound. The history download was successful using thus software. Device passed self test. No data was recorded on the event date of (B)(6) 2021, however pump error 63 was present in the history download after the event date. Pump error 63 in the history and during testing due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature failing manual testing because of no change in audio tones. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Device passed the keypad voltage test. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked reservoir tube lip and scratched case. Confirmed audio anomalies during additional manual testing and confirmed pump error 63 during testing and in the history download due to cracked solder joint at u1 pin 6 (sda) on keypad assembly. No keypad anomalies noted during testing or during visual inspection of the electronics; problem could have been intermittent. Physical damages were confirmed on the reservoir tube area during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly and buttons were not responding. Customer stated reservoir was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.